Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Upon investigation, manufacturer's evaluations lab found lancet is protruding from multiclix device cap. No adverse event reported. Device returned.